Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a da vinci assisted vaginal hysterectomy on (B)(6) 2012 and the morcellator was placed through the 10/12 ancillary port and the uterus, cervix and fibroid were morcellated. During the surgery, intra-op findings were 18-week size uterus with large posterior uterine fibroid. The patient tolerated the procedure well and was taken to recovery in stable condition. Then CT abdomen and pelvis on (B)(6) 2018, CT biopsy on (B)(6) 2018 and pet tumor imaging on (B)(6) 2018 were performed and multiple intra-abdominal tumor as status post morsellized hysterectomy was found. On (B)(6) 2018 the patient with bmi 25.69 and weight (B)(6) lbs at that time was admitted to the hospital. The laparoscopic resection of multiple intra-abdominal tumors implants including partial colectomy and resection of right lower quadrant abdominal wall was performed on (B)(6) 2018. During this 2nd surgery, adhesions were also removed, and incisional hernia defect was repaired concurrently. Tissues were submitted for pathology results. Additional findings were also endometriosis. Post-operatively, the patient is feeling well, and all wounds healed. On (B)(6) 2018, the patient was assessed for leiomyosarcoma of uterus- c55 primary and discussed options. On (B)(6) 2019 CT abdomen pelvis with contrast was performed. There is no evidence of local recurrence and lipomatous mass left gluteal musculature is stable/unchanged.